Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as 5 ml of diluent from underneath the front area of the instrument, near the blood sampling valve (bsv). The customer could not locate the source of the leak. There were no instrument generated error messages in conjunction with the leak. The operator was performing startup when the leak was identified. The instrument was taken out of service and a back-up instrument was used. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, glasses, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/19/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak at the retic check valve cvl93/128. He replaced the ceramic rods and cvl93/128 however the leak persisted. The fse found pinch valve vl98 actuator not going back in standby state after activation. Vl98 pulls diluent through the self-cleaning lines into the diff waste chamber. He replaced vl98 actuator and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was determined to be the pinch valve vl98 actuator. (B)(4).